Event description:
It was reported that infection occurred. The patient's implantable cardioverter defibrillator (crt-d) and associated leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged adverse event. Concomitant product: 5076 lead; implant date: (B)(6) 2001. (B)(4).